Event description:
One touch ultra meter would not power on. The medical affairs specialist (mas) spoke with the patient the next day. The patient had not tested with the meter for two weeks. They called a pharmacy to ask for a replacement meter. The pharmacy delivered a meter that they used when the reporter stopped working. They were admitted to the hospital last week with a diagnosis of congestive heart failure and diabetes. They were hospitalized for one week. Their blood glucose were monitored in the hospital and they were treated with insulin. They did not recall what their blood glucose results had been in the hospital. They were discharged to home yesterday. As the patient did not test with the reported meter at the time of concern, there is no indication that the product contributed to the patient experiencing injury or medical intervention. The customer care representative (ccr) verified that the test strips were correct, the battery was correctly installed, the battery had been replaced two weeks ago, and the battery contacts were in good condition. The ccr walked the patient through pressing the power button and the meter would not power on. Due to the unresolved power issue, there is an indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. The meter and the test strips were replaced.